Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer's blood glucose level was 107 mg/dl - 424 mg/dl at the time of the event. The customer did not mention how they treated. The customer did not mention any symptoms. The customer reported random no delivery alarms, battery cap stripped, and rewind is slower and louder. The customer declined troubleshooting. The insulin pump will not be returned for analysis.